Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vialmate was involved in a particulate matter incident. According to the report, after activation of a vial using the device, " a greyish metal piece" as observed in the vial. The vial contained a baxter compounded solution of cefotaxime and 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed the presence of a gray particle in the vial that appeared to be bung. It also revealed that the vial was pierced at an angle and activated more than once. Functional testing was performed by piercing the vial not at an angle. No particulate matter was created by the functional test. After evaluation, it was determined that the cause of the reported condition was use error due to improper activation technique. Steps three to five of the instructions for use indicate clearly how the user should perform the activation process. The instructions for use also explain that no re-activation is allowed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.